Event description:
No additional information.

Manufacturer narrative:
Additional information: (a) added patient age, sex, weight, and race. (H) attached medwatch. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It is reported leak. Description: after initial port access and normal saline flush to line, there was a leak noted below the most distal clamp just above the connection from the line to the syringe. Confirmed luer lock syringe connection was secure. An additional slow flush was administered. Again, a leak was noted to the area.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.